Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the tube holder disconnects from the non-patient needle when changing the tube. No patient or user impact reported.

Manufacturer narrative:
The following fields have been updated with additional information date received by manufacturer: 13-may-2025. After further evaluation of the complaint, it has been determined that the previously submitted MFR report #:2243072-2025-00589 was submitted in error; it was a duplicate. The report of reportable device malfunction has been sent in MFR report # 2243072-2025-00595. This MDR is now void.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the tube holder disconnects from the non-patient needle when changing the tube. No patient or user impact reported.